Event description:
It was reported that the red rubber urethral catheter burst into flames while being used during a tonsilectomy procedure on a pt. Pt's mouth and tongue were burned. Facility reported that the catheter is placed either down the throat or up the nose during use. A cauterizing pencil was used during the procedure.